Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced an epidural hematoma post-operatively. The patient underwent a craniotomy and evacuation of the hematoma. The patient recovered successfully.

Event description:
Ethibond excel green braided polyester suture 2-0, (3.0 metric) 36" has been misthreaded on multiple occasions onto the sh 26mm 1/2c taper. When the suture kit has been started it tightens up and will not pull out and another one has to be started. I have four (4) in my possession. They seem to be threaded wrong at the manufacturing site.